Event description:
It was reported while using bd vacutainer® lh 102 i.u. Plus blood collection tubes, the rubber stopper of one tube was misaligned. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Imdrf annex a grid: updated to a150303 - premature separation (2906) investigation summary: bd received a photo for investigation, which shows that the cap/stopper assembly was attached at an angle due to a cocked stopper. Additionally, a visual inspection was performed on 100 retained samples, and no cocked stoppers were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper cocked. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® lh 102 i.u. Plus blood collection tubes, the rubber stopper of one tube was misaligned. No adverse impact was reported regarding the patient or user.